Event description:
It was reported that during a coronary stent procedure, the physician connected the inflation device to the wire port of the catheter and pressurized to help exchange out over the wire. The stent dislodged and remains in the pt. Pt status is listed as "okay".